Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "material like emulsified silicone oil" (foreign material present in device). A surgeon reported material like emulsified silicone oil was seen when product was injected into the patient's eye. No patient injury reported.

Manufacturer narrative:
The returned sample was tested and met specifications. It was clear, colorless and no silicone was found; however, medical grade silicone is used to coat this product in order to permit proper functioning of the syringe. There have been two other complaints reported in the lot number. (B) (4). (B) (4). (B) (4).